Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has been on venous-venous extracorporeal membrane oxygenation (vv ECMO) for more than two weeks. The centrimag rotations per minute (rpm) was increased from 4500 to 5000 and an m6 alert occurred. On (B)(6) 2020, the same alert occurred, but the motor was not changed out. On (B)(6) 2020 there was another m6 alert. Rpm was decreased to 4700 and the alarm stopped. The motor was exchanged.

Manufacturer narrative:
Section g9: the initial report was sent with an incorrect first MFR number (2916596). The correct number is 3003306248. Manufacturer's investigation conclusion: review of the device history record for centrimag motor s/n (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The reported event of an m6: motor over temp alarm caused by the motor overheating was not confirmed. The centrimag motor (serial number (B)(6) was functionally tested by the ppe department on (B)(6) 2020 and was found to perform as intended. Atypical alarms and events were unable to be reproduced throughout all testing across various speed (rpm) values. No log files were associated with the reported event. The root cause of the reported event was unable to be conclusively determined by this analysis. The centrimag motor IFU in section titled "warnings," indicates that the motor may feel warm to the touch. Overheating is confirmed by a motor over temp console alert message and temperature sufficient to prevent the user from placing and holding a hand on the motor housing. Clamp the return tubing and switch to the backup system. The labeling has an emergency/troubleshooting section for the primary console. The recommended practice, whenever there is a console or motor malfunction, is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console to continue patient support. No further information was provided. The manufacturer is closing the file on this event.